Manufacturer narrative:
Gtin: unknown as no device identifiers were present. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the journal article "resection of infected aneurysm at the left colic artery after mitral valve replacement for infective endocarditis" (j microbial immunol infect 2009; 42: 154-159), a patient implanted with a 29mm sjm mechanical valve suffered from hemiplegia and high fever. A cerebral MRI confirmed an acute cerebral infarction and echo revealed mitral regurgitation with floating vegetations attached to both anterior and posterior mitral leaflets. An urgent mitral valve redo procedure was performed. The patient had no dental treatment history. Ex vivo, a blood culture did not grow any bacteria. Appetite loss and low grade fever continued post-mitral valve replacement and a cat identified a 5x3cm infected aneurysm at the left colic artery and colon cancer. The patient underwent resection of the infected arterial aneurysm and simultaneous ileocecal resection. Post-operative course was uneventful.